Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a total/reverse shoulder arthroplasty. Subsequently, during impaction of the glenosphere, the impactor fractured. The surgery was completed successfully with no impact to the patient. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI number - (B)(4). Reported event was confirmed, the device was visually inspected and found fractured. Device history record (DHR) review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total/reverse shoulder arthroplasty. Subsequently, during impaction of the glenosphere, the impactor fractured. The surgery was completed successfully with no impact to the patient. No further information is available.